Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station database was excessively large (over 10 giga bytes (gb)). A technical support specialist could not reduce the database size despite multiple attempts. Although the station remained in sync with the server, database repair failed. Core components such as remote support service (rss) agent, component manager, and medes were reinstalled, but medapp still failed to launch. Tss coordinated with field service engineer (fse) to back up the station database before proceeding with a reimage. After the reimage, the station successfully reconnected to the server, completed full synchronization, and medapp launched normally. The station database size was reduced to approximately 2.8 to 3gb and configured with the correct recovery model. The customer later confirmed the station was functioning as expected, and the case was closed after monitoring. The system functioned as intended after the technical support specialist and field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es displayed a warning error message, preventing any operations. A fatal error occurred in the underlying data source. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.